Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low-voltage pacing lead was repeatedly removed while the delivery catheter was being cut. The delivery catheter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low-voltage pacing lead was repeatedly removed, or the lead tip separated from the fixed target position, while the delivery catheter was being cut. The delivery catheter was replaced. No patient complications have been reported as a result of this event.